Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the image on his olympus hd 3cmos camera head flickers when a connection is made between the camera head and the wire. According to the initial reporter, the subject device was still used in a number of procedures until a loaner device was made available. Reportedly, the flickering image is short-term, the user only sees the glimpse, then it returns to normal function allowing for procedure completion. This is report 2 of 2, being submitted as a generic complaint to capture the unknown number of procedures that the subject device was used in. The initial event was captured in report with patient identifier (B)(6)